Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A physical sample was not received for evaluation; however, a photo was received for a visual evaluation. Based on the visual evaluation of the photo, a detachment was observed. Without a physical sample, a root cause cannot be determined. If the sample is received at a later date, the complaint will be updated accordingly. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the tubing detached.